Event description:
It has been reported to philips that geometry movements were not working. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arc movement was not working. Upon functional testing, the fse found that the cause of the issue was defective amc drive. The fse replaced the amc triple servo drive hp-lp-lp. After replacement of the amc triple servo drive hp-lp-lp, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.